Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: the pump's black box showed evidence of unexplained pump reboot events beginning on (B)(6) 2107. The pump was able to power on with the returned battery cap. The battery cap was unable to fully tighten to the pump. The battery compartment was found to be cracked. The pump was exercised for 24 hours with the returned battery cap and no power issues were duplicated. There was no evidence of moisture on the internal components of the pump. The alleged issue could not be duplicated.